Event description:
The article, "perventricular device closure of native congenital muscular ventricular septal defects in small infants = 5kg: single-center study of the risk factors for failure of the intervention and non-optimal outcome", was reviewed. The article presented a case study of a 4-month-old, 4.4kg patient with a muscular ventricular septal defect (vsd). It was reported that on an unknown date, a 12mm amplatzer muscular vsd occluder was chosen for implant. The diameter of the vsd measured 8.9mm. During procedure, it was reported the device had embolized into the left ventricle immediately after release from the delivery cable. A decision was made to explant and surgically repair the defect. It was later reported the patient passed away on post-operative day 10, presumably triggered by a late recognized pulmonary hypertension crisis. [(B)(6)].

Manufacturer narrative:
As reported in a research article, perventricular device closure of native congenital muscular ventricular septal defects in small infants = 5kg: single-center study of the risk factors for failure of the intervention and non-optimal outcome. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: perventricular device closure of native congenital muscular ventricular septal defects in small infants = 5kg: single-center study of the risk factors for failure of the intervention and non-optimal outcome.